Manufacturer narrative:
D9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-april- 3rd. H.6 investigation summary: material #: 367342. Lot/batch #: 3332982. Bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, a dried contaminant was found inside the device. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, a dried contaminant was found inside the device. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. H.3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.